Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure within the duodenal ampulla performed on (B)(6) 2012. According to the complainant, the physician attempted to advance the basket over the wire and into the common bile duct. However, the basket tip was observed on the video monitor as being extended approximately 5mm beyond the distal end of the catheter. The nurse confirmed that the basket was fully closed, and then the device was withdrawn as this condition made it difficult to introduce the basket into the tortuous duct. The procedure was completed with another trapezoid rx lithotripter compatible basket. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over the age of 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position. Residue was present on the device, indicating use and the basket tip intact. Additionally, the guidewire lumen (sidecar rx) presented with pushback and 6mm of the proximal end of the sidecar rx was torn. No other issues were noted with this device. The condition of the returned incident device was consistent with the complaint that the device exhibited side car pushback and basket was not able to be advanced along the guidewire. Additionally, the evaluation found that the sidecar rx was torn. The side-car rx pushback and tear could cause difficulty tracking the device over the guidewire. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure within the duodenal ampulla performed on (B)(6), 2012. According to the complainant, the physician attempted to advance the basket over the wire and into the common bile duct. However, the basket tip was observed on the video monitor as being extended approximately 5mm beyond the distal end of the catheter. The nurse confirmed that the basket was fully closed, and then the device was withdrawn as this condition made it difficult to introduce the basket into the tortuous duct. The procedure was completed with another trapezoid rx lithotripter compatible basket. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.